Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, that there are differences of up to 150 points between their sensor glucose readings versus their blood glucose readings. It was also reported that the insulin pump stopped delivering insulin while the customer was sleeping. Troubleshooting occurred. Blood at site and trouble inserting the sensor was also reported. Troubleshooting occured. Advised to monitor the site.